Event description:
(B)(4): it was reported that powder coating was allegedly chipping off of the surgical light handle. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The catalog number provided is for the weighted light handle, which is the component that allegedly was reported to have flaking paint. Eval summary - a stryker field service rep was on-site at the customer location and confirmed the flaking paint on the light handle. He replaced the light handle with a new handle. The light handle is expected to be returned to the MFR for further eval. The root cause has not been fully determined and the investigation remains ongoing.